Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the pacemaker could not get the screw to lock lead into place. The pacemaker was not used and replaced. The patient was in stable condition.